Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported in (B)(6) 2014 the patient experienced chest pain and was taken in an ambulance to the emergency department, during transit the patient expired in the ambulance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported post a stenting procedure, the patient expired. On (B)(6) 2009 the patient was referred for cardiac catheterization, the 50% stenosis and 16mm long target lesion was located in the 1st obtuse marginal with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50x20mm promus element plus study stent, resulting in 0% residual stenosis. The patient was discharged on two days later on aspirin and clopidogrel. On (B)(6) 2014, the patient expired due to an unknown cause.